Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't sense closed door when tubing was inserted. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, broken door latch was not reproduced. A review of the history log revealed as multiple "door jammed!" Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. A customer can experience a "door jammed!" (Door not properly latched on the pump display) when the door is not closed properly or if an external object interferes with door closure. No pump correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.